Event description:
It was reported by an onkos sales representative, that a patient with eleos hinge knee replacement was reportedly due to revision due to an alleged infection; however, there is no indication that the revision surgery took place and no evidence that onkos devices were revised. It was later reported that the patient had an abnormal growth unrelated to an onkos eleos implant that required removal. A supplemental MDR will be submitted to clarify that there was no reported failure of onkos devices. This MDR captures the review of eleos poly spacer.

Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the alleged infection was not related to the design, manufacture, and/or sterilization of the revised implants.

Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the alleged infection was not related to the design, manufacture, and/or sterilization of the revised implants.

Event description:
It was reported by an onkos sales representative, that a patient with eleos distal femur replacement underwent revision surgery on (B)(6) 2025 due to an alleged infection. This report captures eleos poly spacer. This event will be reported as a serious injury due to the revision procedure.